Manufacturer narrative:
Correction d9: d9: device avail. For eval?: remove yes and add no (the device was not returned). D9: date returned to MFR: remove 06/02/2023 and add n/a. Additional information was added to h6 and h10. H10: h10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, a separation was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the supply line of the homechoice cassette separated from the supply bag that led to this alarm. The patient properly tightened the connection before the therapy started. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.